Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, weight and ethnicity and race was not provided for reporting. This report is for one (1) unspecified band-aid, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported via social media on behalf of her daughter an event regarding an unspecified band-aid. A band-aid was used on her daughter¿s arm for a small scratch. After application, the daughter¿s hand was swollen. The band-aid was removed with the help of adults and soaking it in water. Medical attention was sought and the consumer stated that the conclusion was the band-aid had chemically burned her daughter¿s hand. There is no additional information at this time.